Manufacturer narrative:
(B)(4). D10: 00576401652 - lps-flex gsf opt sz f-r - (B)(6). 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - (B)(6). 00596404014 - articular surface size ef 14 mm height ''use with plate 5 - (B)(6). Unknown - unknown cobalt high viscosity cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal a patient underwent a right knee arthroplasty. Approximately 4.5 years post-op, the patient is scheduled to be revised due to loosening. Attempts have been made and all available information has been provided.

Event description:
It was further reported that the patient was revised due to tibial loosening and pain approximately 4.5 years post-op. The tibial component was found to be grossly loose with no cement adhered to the titanium surface. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b3; b4; b5; b7; d2; d6a: e1; g1; g2; g3; g6; h1; h2; h6. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical note noted no intra-op complications. Revision operative notes noted that the patient presented with increased pain. The diagnostic workup confirmed aseptic loosening of the tibial component. The femoral & patellar component found well-fixed, and the tibial component found grossly loose. Postop x-ray confirmed no evidence of fracture or complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that while there was no adhesion of the bone cement to the tibial component, the cement was well adherent to the underlying bone. The patellar component was left intact, and all other components were revised without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b7; b5; d2; g1; g3; g6; h1; h2 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.